Event description:
It was reported that an error occurred with the customer's continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller was able to successfully start their sensor session without any further issues.